Event description:
It was reported that on (B)(6) 2021, the patient underwent for a tibial nail advanced system surgery. During the surgery, when inserting the nail and trying to lock the screws into the nail proximally, the most distal of the proximal hole through the aiming arm, the drill guide were not aligning with the nail hole. The guide sleeve and drill bit did not align with the screw hole in the nail. The patient was no harm. There was a surgical delay of approximately three to five (3-5) minutes. The procedure was successfully completed without other medical intervention required. No patient harm. Concomitant device reported: unk drill (part# unknown; lot# unknown; quantity: unknown). This complaint involves six (6) devices. This report is for (1) unk screws: nail distal locking. This is report 6 of 6 or complaint (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Additional narrative: this report is for an unk - screws: nail distal locking/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.